Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at the handle section, which are consistent with the findings per x-ray inspection. Additionally, the x-ray images revealed that the working length was kinked at the hypotube position. Functional evaluation could not be performed due to the device condition. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and kinked at the handle section. The x-ray photo revealed that the working length was kinked at the hypotube position. These conditions could have been generated due to handling and manipulation of the device during its use that can lead to kink/bending of the working length at the proximal section. It is possible that the kink at the proximal section could cause some internal tension forces between the cannula and the wire during the handle actuation and could affect the overall performance of the device and lead to breaking it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the knife of the rx needle knife xl would not come out of the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken at the handle section. Please refer to block h10 for full investigation details.